Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report asystole requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced in the patient and as the leaflets were being grasped the patient went into asystole. Cardiopulmonary resuscitation (CPR) was performed and a temporary pacemaker was implanted. The cds was removed from the patient and the mitraclip procedure was aborted. It was also noted that imaging was challenging throughout the procedure due to the patient's anatomy and the physician suspected that they interacted with the left bundle branch causing a heart block. This issue reportedly caused a clinically significant delay. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the suspected difficult or delayed positioning associated with the clip interacting with the anatomy appears to be related to procedural conditions associated with challenging imaging (image resolution poor). The image resolution poor was associated with the imaging being challenging and thus related to procedural circumstances. A cause for the arrhythmias (asystole) resulting in cardiac arrest cannot be determined. Arrhythmias and cardiac arrest are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical interventions and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.h6: medical device code 2993 was removed.